Event description:
It was reported that this pacemaker exhibited electromagnetic interference (emi) noise with oversensing during a procedure. This pacemaker also showed a longevity estimate of 9 years remaining in september 2021, and then 7 years remaining approximately 6 months later. Review of device data showed intermittently high right atrial (ra) lead autothreshold (raat) results leading to higher ra outputs. It was suspected that the high ra output and 77% ra pacing contributed to higher battery consumption. Technical services (ts) recommended turning off raat and continued monitoring. Additional information received indicated that pacing inhibition had occurred. The field representative suspected that greater than two seconds of asystole had occurred, because electrograms (egms) contained a lot of noise and the patient was pacer dependent. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.